Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records for lot codes associated with the femoral head was reviewed. No deviations or anomalies were noted. The lot code of the liner is unknown, therefore the device history records, complaint history could not be reviewed. These devices were used for treatment. Compatibility of the construct could not be verified as remaining component identification is unknown. Review of complaint history for lot code associated with the femoral head indicated no prior complaints received. With the information provided a specific cause for the reported condition could not be determined with certainty.

Event description:
It was reported that the patient underwent a revision due to pain.